Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive esc and act buttons due to corroded keypad traces. No moisture damage on electronic assembly during visual inspection. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have received a button error alarm. Customer also reported that the act and esc buttons were not responding. Customer reported that insulin pump may have been exposed to water vapors. Customer's blood glucose was 103 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.